Manufacturer narrative:
The customer's reported complaint of the autopulse platform (sn (B)(4)) displayed user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message was confirmed during initial functional testing and archive data review. To remedy the issue, the driveshaft was rotated back to the home position. The root cause for the ua45 error message was due to the driveshaft not being at home position, which is likely attributed to user error. Per the autopulse user guide instruction, to clear user advisory (ua) 45, the operator needs to pull up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. The user advisory will persist until the driveshaft is returned to its home position. During visual inspection, there was no physical damage observed on the autopulse platform. During initial functional testing, the autopulse platform displayed user advisory (ua) 45 error message upon powering on. The archive data review showed the occurrence of the multiple user advisory (ua) 45 error messages around the reported complaint date. The driveshaft was rotated to the home position to clear the user advisory (ua) 45 error message. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(4).

Event description:
During the shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message. The customer was unable to clear the error message. No patient involvement.